Event description:
Device 4 of 4. Reference MFR report #1627487-2014-12331, reference MFR report #1627487-2014-12332, and reference MFR report #1627487-2014-12333. It was reported the patient reported a fever and feeling sick. She also reported pain at the implant site. It is unknown which implant site was causing the pain. The physician prescribed antibiotics. F/u revealed the patient is feeling better and the pain at the implant site is improving. The patient will continue her course of antibiotics and f/u with her physician. Note the patient has 2 anchors from the same lot number.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.